Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose reading of 68 mg/dl with severe dizziness. It was reported that the patient did not receive third party assistance or any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly resumed pump therapy with the same pump without any recent adjustments to the pump settings. The reporter stated that there was an under-delivery issue due to a keypad button issue. Allegedly all the buttons were under-responsive and moisture was observed in the battery compartment. This complaint is being reported because the patient experienced severe hypoglycemia related to the under-responsive keypad buttons.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2015 device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported button tactile issue was not duplicated while moisture ingress issue was verified in the evaluation. Review of black box data found that the last basal and bolus were delivered a day after the complaint date. Pump history showed that there was a power-on-reset event on the complaint date and delivery was not resumed until about 5 hours later. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up and functioned properly. The keypad cover was intact and no tactile issues were found with the buttons. Removal of the keypad cover did not find any anomalies with the button contacts. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Related to the complaint, corrosion was evident inside the battery compartment and a battery compartment leak was demonstrated in a leak test.